Manufacturer narrative:
The patient's age was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to an outside hospital due to confusion at home, primarily focused on the vad. The patient denied knowing what the vad was, including its parts, connections, etc. All other neurological examinations were reportedly negative. The patient had no prior history of confusion and a head CT scan was negative. Two pump stoppages were reportedly seen upon interrogation of the system controller. The pump stoppages were reportedly due to full power cable disconnects as a result of the patient's confusion and had occurred within days of the patient's admission. No log files were available as the events were no longer in the history. The patient's vad parameters were reportedly stable and an echocardiogram ramp study was negative. The specific findings of the ramp study were not provided. The etiology of the patient's confusion remains unclear; however, persantine was added to the patient's medications due to suspected atypical stroke. The patient was reportedly re-educated on vad therapy and components and has had no issues since. The patient was seen at follow-up in the clinic on (B)(6) 2015 and no problems were found. No additional information was provided.

Manufacturer narrative:
Two pump stoppages were reportedly seen upon interrogation of the lvad; however, it was reported that the pump stoppages were due to full power cable disconnects as a result of the patient's confusion. No data log files were available for evaluation as the events overwritten by more recent events in the system controller's history. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient was re-educated on vad therapy and remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.